Event description:
It was reported that the user contacted support for assistance performing a cartridge and infusion set change while using an ilet system with a steel 6 mm contact/detach infusion set, and was guided through cartridge replacement, rewind, tubing fill, infusion set application with anchor, and cannula fill; insulin therapy was resumed and a blood glucose of 201 mg/dl was noted, with a reported peak near 300 mg/dl over approximately 2 to 3 hours despite alerts for prolonged hyperglycemia. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis, and the user did not perform ketone testing. Outcomes included no need for backup therapy, no need for assistance, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education regarding set and cartridge replacement, tubing fill, and cannula fill, with monitoring advised. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction identified during the call and no component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.